Event description:
The clinician reports the implant was inserted (B)(6) 2014 in ada 14. On (B)(6) 2022, loss of osseointegration was verified. Patient presented with bone type IV, bruxism and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, pain, mobility and bleeding. No further patient complications were reported.